Manufacturer narrative:
The received device had the cannula assembly deployed. A tear was observed in the unexposed section of the soft cannula, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Corrosion was present on the pcb assembly and the batteries, although data download was successful using a 3 v external power source.

Event description:
It was reported the patient's blood glucose rose to 320 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.added missing information. H10 addtl mfg narrative added statement above.